Event description:
The manufacturer received information alleging a patient passed away while using a ventilator. The information indicates that due to a mistake by a doctor in the treatment for replacing the tracheostomy stoma cannula every two weeks. The unit has been seized by the police. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.